Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant and miscarried after essure insertion. A MRI showed the coil in her left tube was not in its proper place (no coil in left tube). After the miscarriage, she started bleeding continuously for 4 months, until she underwent a dilation and curettage. All events are listed events in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this case, consumer's test revealed tubal occlusion; later ultrasound, CT and MRI showed a possible device dislocation (exact insert location not provided). It is not known whether essure was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later. However, as the consumer got pregnant about 1.5 years after essure insertion, a device contraceptive failure cannot be excluded. Regarding miscarriage, it is the most common complication of early pregnancy, occurring in up to 20% of pregnancies at less than 20 weeks of gestation due to maternal conditions or fetal chromosomal abnormalities. In this case, consumer miscarried 1 month after pregnancy diagnosis; suggesting this event occurred in the first trimester of gestation. Therefore, a mechanical interference of essure micro-inserts in this early developing pregnancy was considered unlikely. Consumer also mentioned a persistent bleeding after her miscarriage; as this event lasted more than expected to be considered a miscarriage complication and since abnormal genital bleeding may occur with essure therapy; causality with the suspect insert cannot be excluded. Since a dilation and curettage was required as bleeding treatment, this case was regarded as incident. The product technical analysis concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5036225) in united states on 23-jul-2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted and describes the occurrence of being pregnant with essure (device ineffective) and no essure coil in left tube. No information was given on consumer's history, past drugs, concomitant drugs and concurrent conditions. In 2012 the consumer had essure (fallopian tube occlusion insert) inserted for tubal occlusion. She had the confirmation test done in 2013 which showed her tubes were in place and closed. In 2014 the consumer found out she was pregnant. No coil was found in her left tube. No assessment was given. No further information was provided. Follow up information received on 04-aug-2014: the required number of follow-up attempts have been completed, with no response to date. Case closed. Follow-up from 05-mar-2015: follow-up attempts were done, with no response to date. Follow up 13-aug-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2012 for birth control. Consumer reported that there were no complications with the procedure itself. She went in (B)(6) 2013 to have the test done to prove her tubes were blocked and it was confirmed that they were blocked. She stayed on birth control for about 6 months and in (B)(6) 2014 she was having pelvic pain but doctors were unable to explain why after an ultrasound. In (B)(6) 2014 she found out she was pregnant. Up until that point the only side effect she had was the pelvic pain but she was unsure if that was related to the essure. She miscarried in (B)(6) 2014. Consumer had costly ultrasounds, CT scans, and a MRI which showed that the coil in her left tube was not in its proper place. Which was the tube she ovulated from when she got pregnant. She then started bleeding continuously from may until september when she had to have a dilation and curettage. She mentioned that she could even explain what this has done to her emotionally and physically and the scars it has left her for the rest of her life. She did not want to have a hysterectomy at (B)(6) but that might be her only option. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant and miscarried after essure insertion. A MRI showed the coil in her left tube was not in its proper place (no coil in left tube). After the miscarriage, she started bleeding continuously for 4 months, until she underwent a dilation and curettage. All events are listed events in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this case, consumer's test revealed tubal occlusion; later ultrasound, CT and MRI showed a possible device dislocation (exact insert location not provided). It is not known whether essure was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later. However, as the consumer got pregnant about 1.5 years after essure insertion, a device contraceptive failure cannot be excluded. Regarding miscarriage, it is the most common complication of early pregnancy, occurring in up to 20% of pregnancies at less than 20 weeks of gestation due to maternal conditions or fetal chromosomal abnormalities. In this case, consumer miscarried 1 month after pregnancy diagnosis; suggesting this event occurred in the first trimester of gestation. Therefore, a mechanical interference of essure micro-inserts in this early developing pregnancy was considered unlikely. Consumer also mentioned a persistent bleeding after her miscarriage; as this event lasted more than expected to be considered a miscarriage complication and since abnormal genital bleeding may occur with essure therapy; causality with the suspect insert cannot be excluded. Since a dilation and curettage was required as bleeding treatment, this case was regarded as incident. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On (B)(6) 2017: new event perforation of organs added. Essure dates were updated. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant and miscarried after essure insertion. After the miscarriage, she started bleeding continuously for 4 months, until she underwent a dilation and curettage. A MRI showed the coil in her left tube was not in its proper place (no coil in left tube). During last follow-up information (legal claim) it was stated that she also experienced perforation of organs and fracturing of implant (seen as a device breakage). All events but perforation of organs and miscarriage are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure in place. In this case, consumer's test revealed tubal occlusion; later ultrasound, CT and MRI showed a possible device dislocation (exact insert location not provided). It is not known whether essure was dislocated first and the pregnancy followed, or whether it was in place during the conception and was dislocated later. However, a device contraceptive failure cannot be excluded. Miscarriage, it is the most common complication of early pregnancy. Thus, considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. This case was regarded as incident since intervention was required. There is very limited information about the events perforation of organs and fracturing of implant. The exact time point or mechanism both events are unknown. However, given their nature, causality for both events cannot be excluded. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. A new ptc investigation is expected. No further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempt to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the detect type corresponds to the meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. No batch number reported, investigation is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2017: updated ptc investigation result received. Company causality comment: this spontaneous report, initially received via health authority, refers to a female plaintiff (approx. (B)(6)) who had essure (fallopian tube occlusion insert) inserted and experienced pregnant with essure and miscarriage, after which occurrence of bleeding continuously for 4 months required a dilation and curettage. Later she was diagnosed no essure coil in left tube, perforation of organs, and fracturing of implant (seen as device breakage). Essure was removed 3.5 years after insertion. All events but perforation of organs and miscarriage are anticipated in the reference safety information of essure. Unintended pregnancies may occur during the use of any contraceptive methods and have been also reported in women with essure in place. In this case, the confirmation test had shown tubal occlusion, but later a possible dislocation of the left coil was diagnosed (unspecified location). It is not known whether essure dislocated before or after conception, and for this reason a contraceptive failure cannot be excluded (related). Miscarriage is a common complication of early pregnancy. Thus, considering that a mechanical interference of essure micro-inserts in early pregnancy is unlikely, this event was considered unrelated to the insert. Considering the genital bleeding, however, a contribution of essure cannot be excluded (related). In terms of perforation of organs and fracturing of implant, the information was very limited. However, given the nature of these events, a causality of essure cannot be excluded (related). This case was regarded as incident because of surgery and device removal. Other events were also reported (non-serious). An updated product technical investigation resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Further information is expected only through the litigation process.